Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. Additionally, the t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with more than 300 units of cold insulin. The customer's blood glucose level ranged from 85-90 mg/dl. Recommendation was made to use room temperature insulin and to not overfill the cartridge per pump labeling instructions. The customer declined to reload the cartridge during the call.